Event description:
The user facility reported an 83-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support that several unsuccessful attempts were made to advance the impella around the subclavian artery. The impella was removed, run in sterile water and pump stop occurred. A new impella was inserted. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency

Manufacturer narrative:
The investigation into the pump stop issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the pump was unable to be delivered around the subclavian despite multiple attempts. The root cause of the delivery issues was most likely patient condition related. Data logs show that there was a motor current spike with alarm 13 impella stopped motor current high and the pump was unable to run successfully in the bucket of sterile water. The root cause of the pump did not start issue was not determined since product was not returned.